Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an occlusion no irrigation issue occurred. It was reported that the tip of the catheter was clogged. The investigational analysis completed on 5/9/2019. The device was visually inspected and it was found in good conditions. Irrigation testing was performed and the catheter failed. The tip dome was dissected and it was found occluded with saline solution. Fourier transform infrared spectroscopy testing (ftir) was performed and the results showed the foreign material was primary composed of cellulose based material. This kind of material is widely used in textiles, paper, clothes, and etc. The source of origin remains unknown. This issue was investigated by the manufacturing team and the product analysis lab team. During the tests the material never came out from the irrigation. It was determined during the investigation that the material observed inside the irrigation tube cannot go through the irrigation holes due to chemical composition of the material and because the diameter of the material is bigger than that of the irrigation holes. The potential of the said material being injected into the patient is low. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. Online inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. However, the root cause of the material occluding the catheter cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. However, this cannot be conclusively determined. The issue of the cellulose material was previously investigated under a product issue assessment for cellulose inside dome. In the analysis conducted, it was concluded that none of the particulate samples taken from the production line showed a material spectrum matching the one given by the foreign material found in complaint. None of the materials used in the manufacturing process that are either part of the catheter assembly or have direct contact with its components produced an ftir spectrum profile that matched the one from the complaint. It was not identified as a material endemic to the manufacturing floor environment. Various tests are performed on the production floor that help to prevent and or detect the occlusion of the irrigation path during the manufacturing of the device. Manufacture ref no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/9/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an occlusion no irrigation issue occurred. No adverse patient consequences were reported. The occlusion no irrigation issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/12/2018, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the product looked to be in normal condition. On 6/27/2018, the catheter was then dissected in the dome and it was found occluded with saline solution whitish material. Further testing was done on 2/18/2019, to identify residues of saline solution whitish material. Fourier transform infra red analysis (ftir) analysis was performed and observed was foreign material primarily composed of cellulose-base material. This kind of material is widely used in textiles, paper, clothes, etc. However, the source of origin remains unknown. The observed foreign material has been assessed as MDR reportable. The awareness date has been reset to 2/18/2019.